Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to failed sensor, the sensor wire appeared fragmented. Patient removed fragmented piece from his skin. At the time of his call to technical support, patient reported that he is in fine condition. No medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.